Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not turning on. Upon troubleshooting, the fse checked the system and found that it was generating "detector error". Further troubleshooting revealed that the cooling unit was not functioning properly and that the fuse was blowing after switching it on. To resolve the issue, the fse replaced the cooling unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.